Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 of a 6f¿12f mynx control venous vascular closure device (vcd) would not depress completely and sealant came out during device removal. There was no reported patient injury. The device will be returned for evaluation.